Event description:
The patient¿s parent reported that blood glucose levels increased to 400 mg/dl while the patient was wearing the pod for approximately 1 hour on the hip/buttocks area. The pod reportedly leaked during wear, and the cannula reportedly did not properly insert into the patient¿s skin despite the adhesive being secure. No treatment details were reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number provided is not valid.locked down smartphone: lockdownomnipod software app version: 3.1.6operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: data not available.please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.